Event description:
The event involved a secondary set, secure lock, 34 inch that there were small black dots on the internal walls of the drip chambers. There were no reported patient involvement and no reported patient harm.

Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.